Event description:
Finished patient's nebulizer treatment that patient tolerated well. While charting, the vip turned off and screen went dark and completely shut off with an alarm. Patient was immediately bagged. Ventilator turned back on after 10 seconds.